Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that the anchor is off the inserter but still intact and held in place by the suture, confirming this complaint. Under magnification, the anchor revealed no structural anomalies. The inserter sleeve, that would allow the anchor the fall off the inserter, is intact and not damaged . There were no details provided regarding the preparation of bone hole. It is a possibility that the anchor was not properly seated during assembly. A review of the device history record indicated that this batch of product was processed with an unrelated ot and there were no issues during the manufacture of the product that would contribute to this complaint condition. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the anchor device broke off from the setting tool during implantation. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.